Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the smell of insulin that insulin leaked past the second o-ring into the reservoir. Customer was assisted in proper priming techniques in order to prevent leaks. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated five opened/used reservoirs and checked the o-rings/stopper groove for anomalies, but none were found. Tested the reservoirs for leaks, and none were found.